Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clear fluid leak coming from the ion selective electrode module drain assembly of the unicel dxc 600 synchron system. Customer reported that the fluid leaked onto the floor. Customer reported that the volume of the leak was 10 cubic centimeters. Customer reported that they were wearing gloves and lab coat when the leak was discovered. Customer reported that they ran controls and the chloride recovery was out of range high. Customer reported that they recalibrated the electrolytes and both chloride and calcium failed calibration. Customer reported that no erroneous patient sample results were generated or reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found waste overflowing in the cigar tube. The fse removed and replaced the waste drain valve.

Event description:
Customer reported to beckman coulter, inc. (Bec) that they ran controls on the unicel dxc 600 synchron system (dxc 600) when they came on shift and the chloride recovery was out of range high. Customer reported that they recalibrated the electrolytes and both chloride and calcium failed calibration. Customer reported that they discovered a clear fluid leak coming from the ion selective electrode module drain assembly of the dxc 600. Customer reported that the fluid leaked onto the floor. Customer reported that the volume of the leak was 100 cubic centimeters. Customer reported that they were wearing gloves and lab coat when the leak was discovered. Customer reported that no erroneous patient sample results were generated or reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found waste overflowing in the cigar tube. The fse removed and replaced the waste drain valve.

Manufacturer narrative:
(B)(4).